Event description:
"Dr. Was using product for lap chole. First case with new kii product. Small piece of duckbill seal appears to have fragmented. Dr. Removed laparoscopically from patient."

Manufacturer narrative:
The incident device has not yet been returned for evaluation. Upon return and evaluation, a follow-up report will be generated and submitted.